Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the distal cover was burnt. A definitive cause was not established; however, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290t ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290t ¿chapter 4 operation 4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.